Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. The customer was advised to monitor pump and will ship a replacement battery cap. The customer was advised to call us back if failed battery test after battery replacement. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the chipped plastic and piece missing between the cap and reservoir on top of the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.